Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss found no issues with the laser. The fss performed a 3 month preventative maintenance. In addition, the fss checked the autocorrelation, spot camera data and oscillator bi-stability region. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced diffuse lamellar keratitis (dlk) stage 1 on the both eyes (ou) after a laser procedure that was performed on (B)(6) 2016. A description from the surgery center indicated the surgeon was seeing peripheral lamellar inflammation for about 2 weeks. The surgeon stated the inflammation responds to increase in steroid drops. In addition, the surgeon decreased the energy from .80 bed energy to .75 bed energy. An abbott medical optics' application support manager (asm) discussed the inflammation could also be due to external sources, such as instrumental cleaning and sterilization, eye drops and glove use. At one day post op, the patient had an increase in pred forte (pf) to every 2 hours for left eye (os). At two day post op, the patient was discontinued the pf and to start on durezol for 4 times a day. At five day post op exam, the surgery center indicated the dlk was resolved. This is one of four reports. Pre-op bcva os from (B)(6) 2016 20/20. Post-op bcva os from (B)(6) 2016: 20/15. Post-op bcva os from (B)(6) 2016: 20/20.